Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber was firing out the end at 1,280 joules and 2 minutes of use. The procedure was completed with a second fiber without clinical consequences to the patient.